Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 38 for consecutive stalled motor events during change cartridge and tubing workflows, first stalling at 38 units and then at 28 units after a restart, leading the user to revert to backup therapy and a replacement being arranged. Symptoms included hyperglycemia with a highest reported blood glucose of 299 mg/dl over approximately three hours, without ketone testing, medical intervention, or assistance required. Outcomes included temporary interruption of drug delivery and user-managed recovery without hospitalization or long-term sequelae. Investigation included user-guided troubleshooting, restart, and workflow repetition, along with arrangements for device replacement and return of the original. Investigation of this device revealed recurring motor stall alarms consistent with a pump drive or motor performance issue during priming, with the affected component plausibly within the delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to the motor or drive system.